Event description:
A consumer reported information on behalf of the patient. It was stated that the patient is still not connecting with their external equipment. The patient thinks they may have used diathermy during their recent open heart surgery. The patient had not charged their device since (B)(6) 2016. The patient was going to call their manufacturing representative, as there is a suspected overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative (rep) reported that the patient had open heart bypass surgery in the past with the use of diathermic cautery. The stim was off at the time of surgery. The patient did not use the stim for a month because they were in rehab and on pain medication. There was an alleged overdischarge. Communication could not be established with either the programmer, recharger, or clinician programmer. The patient was not feeling stimulation. The last successful recharge session was two months ago. The reason for not recharging was an unrelated medical issue. The rep would attempt a physician mode recharge (pmr), troubleshooting steps were reviewed. The patient had uncomfortable site pain, at the implantable neurostimulator (ins) location. The rep did not know if the patient had experienced this since implant or for what time frame.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient recently had open heart surgery on (B)(6) 2016 where extensive diathermy had been used. Since this particular surgery, the patient has not been able to establish contact with the stimulator with either the patient programmer or the implantable neurostimulator recharger. The family member of the patient could not recall exactly what was appearing on the implantable neurostimulator recharger and patient programmer when the patient was trying to communicate with the implantable neurostimulator. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.